Event description:
This is report 3 of 10 for complaint (B)(4).

Event description:
Pt status post posterior lumbar fusion with spondylolisthesis reduction at l4/l5 implanted with a construct on (B)(6)-2011. The pt is doing reasonably well at this time postoperatively according to consultant's discussions with the surgeon. Pt returned for f/u on an unk date and an x-ray was taken. Surgeon reviewed the x-rays on (B)(6)-2012 and it showed a loss in spondylolisthesis reduction after what appears to be the screws in the l5 vertebral body translating in an anterior direction through the cortex. The hardware was not removed and surgeon is monitoring the pt. This is 3 of 10 reports for this event.

Manufacturer narrative:
W/o a lot number the device history record review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.

Manufacturer narrative:
Device was used for treatment, no diagnosis. Patient height - 59". (B)(6). There were no concomitant devices. Placeholder.